Event description:
It was reported that during a lap cholecystectomy, the clips stayed open and fell from the instrument. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/19/2008. Information anticipated, but unavailable at this time.